Event description:
Procedure type: hernia. According to the reporter: the device would not fixate. The trigger jammed. Had to open incision to tack the mesh. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. No unanticipated colostomy, formal laparotomy, re-operation or conversion to open procedure. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).